Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have a bent main tube. The complaint was confirmed by failure analysis. In addition, the instrument was found to have a broken tube adapter. The broken piece, measuring approximately 0.110" x 0.063" in size, was not returned with the instrument.

Event description:
It was reported that there was physical damage to the proximal end of the shaft on the single port (sp) monopolar curved scissors (mcs) instrument. The damage occurred during sheath placement and removal. There was no patient involvement so no patient injury. Follow-up was performed with the customer and additional information was obtained. The instrument damage occurred during a training session, but the instrument was not a training instrument. The instrument was not used on a patient.